Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that powerglide extension tubing kinked. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged midline catheter extension set was confirmed; however, the root cause was not identified. The product returned for evaluation was one powerglide pro midline catheter extension set. The sample appeared free of use residues. Two compressed regions were observed in the extension tubing near the proximal luer. The two regions were approximately 2cm apart. The compressed regions did not appear consistent with tubing compression caused by closing the clamp. Microscopic inspection of the compressed regions revealed material buckling and discoloration. The tubing compression did not appear to be caused by utilizing the clamp. The lack of use residues further suggested that the compression did not occur during device use. It could not be determined what caused the catheter compression nor when in the product lifecycle that compression occurred. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include damage during device transportation and storage. A lot history review (lhr) of regp1243 showed no other similar product complaint(s) from this lot number. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer that powerglide extension tubing kinked. Additional information received: it was reported a powerglide midline kit was opened for a midline insertion. When the IV tubing with the purple clamp was flushed with saline in the preparation for the midline insertion, it was noted to have two moderately crimped areas. The midline was placed successfully, but the tubing was not used on the patient. The product never came in contact or was attached to the patient. The midline was being inserted to deliver IV antibiotics at home for tensynovitis."